Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: the syringe are leaking. No additional information is available.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 807118 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. Additionally, a review of the machine setup was conducted and revealed no issues. Process monitoring data was reviewed there were no issues related to the reported event. A review of the machine setup was conducted and revealed no issues. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. There¿s no indication of a systemic issue with the product or process. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.